Manufacturer narrative:
(B)(4). Insulin pump passed the displacement test. Unit received with motor error alarm during the basic occlusion test due to loose, flush drive support disk. Unable to perform prime, compromised force sensor system test, excessive no delivery test and occlusion test or verify no excessive no delivery alarm due to motor error alarm. Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, cracked case from display window corner and missing end cap sticker. The test infusion set and reservoir does lock into place.

Event description:
Information received by medtronic indicated that the insulin pump had unexplained no delivery alarms that necessitated set and reservoir change. The chunk of the insulin pump was cracked and missing from the battery compartment area. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.